Manufacturer narrative:
As received, a complete lead was returned in one piece, measuring 86.5 cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. (B)(4).

Event description:
It was reported that the patient presented to the hospital for an upgrade procedure. The left ventricular lead was not implanted due to an unknown reason. Another lead was implanted instead. The patient was stable.